Event description:
The customer reported the ventilator would not build pressure. The customer reported the unit was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service engineer (fse) confirmed the reported problem. During evaluation, the fse reported when the ventilator system was closed and flow was applied, the inhalation and exhalation pressure was zero with no visible leaks. The fse reported finding tubing from the inhalation module to the inhalation solenoid disconnected. The fse reattached the tubing and reported there was pressure as expected. Applicable final testing was performed to operating specifications and passed.

Manufacturer narrative:
Disconnected tubing.